Manufacturer narrative:
(B)(4).the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a follow-up, the right ventricular lead impedance was low. Several tests were performed and the impedance was normal. X-ray confirmed that there was no damage to the right ventricular lead. The patient is stable and will continue to be monitored remotely.